Event description:
It was reported that patient underwent total shoulder arthroplasty procedure utilizing locking screws on (B)(6) 2013. Upon insertion of the locking screw, the hex stripped and the screw could not be advanced further. The screw was stuck in the baseplate and pliers were used to remove the screw. Additional implants were used to finish the procedure without significant delay.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device was inconclusive. There are warnings in the package insert that state that this type of event can occur: under warnings, it states,"improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."